Event description:
Consumer claims to have been pierced with the inverness ear piercing system in 2000 at a retail vendor. The site became red and swollen. Consumer sought medical treatment 7 days after ear piercing for drainage of the site and oral antibiotics. Consumer was rechecked 4 days later and the site had healed.